Manufacturer narrative:
The onyx liquid embolic performed as intended as indicated by use during a procedure. There were no device issues noted. The onyx liquid embolic remains implanted in the patient; product analysis cannot be performed. It was reported that the patient experienced acute hematoma of the superior fossa after onyx embolization resulting in brainstem compression and neurological deficit. Hemorrhagic complications due to hemodynamic changes induced by embolization are a known inherent risk of onyx embolization and are documented in the onyx instruction for use. The relationship between the reported adverse events with the onyx treatment could not be determined from the reported information. Mdrs related to this event: 2029214-2018-00757, 2029214-2018-00794, 2029214-2018-00795. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of acute hematoma after onyx embolization. The patient had undergone intervention for a right cerebellar hematoma, which revealed an arteriovenous malformation (avm) with a hyperflow aneurysm. The avm persisted and the patient underwent onyx embolization one week later. Hours after onyx embolization, the patient's motor functions, then ventilation status gradually worsened. The patient reportedly experienced acute respiratory distress, sleepiness with increase in tetraparesis, and aphasia as a result of the hematoma. Brain scan was performed the next day which showed vermian hematoma in the left cerebellar hemisphere. The patient underwent surgical drainage of the hematoma. As of one year post-procedure, MRI showed complete occlusion of the avm.